Event description:
A cusa handpiece was reported to have stopped working during surgery. Information regarding pt impact was not provided. The evaluation revealed that the hand piece overtorqued.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.